Manufacturer narrative:
Block b3: exact date unknown, event occurred a week prior to the date the manufacturer became aware additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7100679, UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-ipg-r-MRI, upn: m365sc12320, model: sc-1232, serial: (B)(6), batch: 759487, UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. It was confirmed that thru x-ray imaging the spinal cord stimulator (scs) leads of the patient had migrated. The patient underwent a scs explant procedure.

Event description:
It was reported that the patient experienced inadequate stimulation. It was confirmed that thru x-ray imaging the spinal cord stimulator (scs) leads of the patient had migrated. The patient underwent a scs explant procedure.

Manufacturer narrative:
Sc-2218-70 (sn (B)(6)): the returned leads were analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-1232 (sn (B)(6)): the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics.